Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Legal statement

Event description:
It was reported that the customer passed away in a nursing home. The caller stated that the official cause of death is unknown. However, they were informed of blood clots and other possible causes due to the customer's health issues; she had myelodysplasia. The customer became ill in (B)(6) 2015. The caller stated that the customer had major wounds on the body. The caller did not know the customer's blood glucose at the time of death. The caller stated that the customer' blood glucose was never consistent; it was all over the place. The caller did not know whether the customer was wearing the insulin pump at the time of death or not since the customer was in a nursing home. The customer used sensors but the caller did not know if a sensor was worn at the time of death or not. The caller does not know where the customer's insulin pump or the other items are. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.